Event description:
It was reported that patient presented with insertable cardiac monitor (icm) that was exhibiting under-sensing. No changes or intervention was performed. The patient condition was unknown.